Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that the event occurred while in the intensive care unit (ICU), indication for use: cardiogenic shock. During product prep the blue fiberoptix sensor (fos) and cal key were connected to the pump and neither were detected. No automatic or manual zeroing could be done. As a result the intra-aortic balloon (iab), prepped per the instructions for use, was inserted into the pt through the sheath successfully. The pt was moved to the ICU. While in the ICU the pump alarmed helium delivery and stopped immediately; blood was visible in the helium line. As a result, the iab and intra-aortic balloon pump (iabp) were removed and therapy was discontinued since the pt was stable. There was no medical/surgical intervention required. There was a delay or interruption in therapy with no harm to the pt. No report of death complications or injury. The pt outcome is okay. It was reported that the iabp used was the iap-0500 serial # (B)(4).